Event description:
Customer reported issues with the insulin pump. Customer states that there is a no delivery alarm. Customer also states that the insulin pump is exposed to moisture. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm, number ramping or moisture damage to the electronic assembly or motor was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.